Event description:
It was reported that a patient underwent an supraventricular tachycardia (svt) ablation procedure with an ez steer nav catheter and the patient experienced heart block that required a pacemaker implantation. They planned to ablate the slow pathway with a 4 mm catheter. After 20 seconds of ablation, the patient went into av block. Subsequently, the patient received a pacemaker. The patient did not require extended hospitalization. The physician's opinion on the cause of the adverse event was inadvertent ablation of the av node. The patient¿s outcome was reported to be stable with the pacemaker.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).